Event description:
Procedure: nephrectomy. Reportedly, the device "tore renal vein. Jams. Basically, it works and then it doesn't work." Tore renal vein. Another device of the same kind was used. This patient was the kidney donor. Procedure: lap left nephrectomy from donor.